Event description:
Covidien received info stating: "during use on a pt, a nurse confirmed setting failure alarm occurred and device stopped cycling." Pt was not harmed or injured as a result of the event.